Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to "severe bleeding and worsening respiratory status". Multiple requests for additional information have been made, including but not limited to the site of bleeding, however, no further information has been provided.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be conclusively determined. Bleeding and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired due to severe pulmonary and tracheal hemorrhage secondary to an acquired von willebrand disease post implant. The patient's hemorrhage was reportedly refractory to doses of humate-p and other coagulants associated with device therapy. The patient critically ill prior to the event. The pump was not explanted following the patient's death.